Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that to use room temperature insulin when filling the cartridge. Reportedly, the customer would load a cartridge to address the issue.